Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 265mg/dl and a correction bolus was delivered to address elevated bg levels. The customer changed the pump supplies to resolve the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. In addition, it was reported that there was a discrepancy with the customer's continuous glucose monitor (cgm). Reportedly, the customer delivered a bolus off the cgm discrepancy value, and subsequently bg levels dropped to 48 mg/dl. Customer ate glucose candy to address the low bg level. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer.